Event description:
It was reported that the patient called to report a driveline alarm. Upon arrival it was noted that the patient had an active "driveline power fault". It was attempted to clear the alarm, but it returned immediately. The patient noted a twist in the distal end of the driveline near the controller. The patient reported lying in bed on the mpu (mobile power unit) and the alarm started spontaneously without any unusual movement. The patient attempted a controller exchange on (B)(6) 2021 to the backup controller and the backup controller had a controller fault alarm. The patient changed back to the primary controller. Review of the log file, captured a driveline power fault due to a fuse in the controller opening. The primary controller and modular cable were exchanged. Manufacturer report number of primary controller: 2916596-2021-00258. Manufacturer report number of pump: 2916596-2021-00259. Manufacturer report number of backup controller: 2916596-2021-00296.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a twist in the distal end of the driveline near the controller and a driveline power fault was confirmed via the returned heartmate 3 vad modular cable, lot number 199090. The returned modular cable was functionally tested and failed testing due to high resistances in the underlying wires. The modular cable was connected to a test system controller as well as the returned system controllers and was able to operate a pump for an extended period of time. However, when connected to both system controllers, a driveline power fault was active. The modular cable was dissected, and multiple kinks were found on the underlying wires. The conductors were showing through the colored wire insulator on the kinked portion of the wires. Damage to the underlying conductors associated with power b lines and the ground lines resulted in the observed reported event of the driveline power fault. Multiple attempts were made to gather additional information about the reported event such as if the driveline power fault resolved with the controller exchange, the serial number of the controller that is now in use, the serial number of the backup controller that also had the driveline power fault, if the controller will be returned, patient states/symptoms, and treatment plan of care; however, no response was given. The root cause for the reported event was determined to be damaged underlying wires, causing conductor breakdown in the modular cable. The device history records were reviewed and the records revealed the heartmate 3 vad modular cable lot number 199090 was manufactured in accordance with manufacturing and qa specifications. The modular cable, lot number 199090, was shipped to the customer on 13nov2017. The heartmate iii patient handbook was available for use at the time of the event. Section 5 of the patient handbook, entitled ¿alarms and troubleshooting¿, addresses all alarm conditions including controller internal fault alarm conditions, driveline power fault alarm conditions, power cable disconnect alarm conditions, and the actions to take if these alarms do not resolve. Heartmate iii patient handbook section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean, care for the driveline, and connect it properly. This section instructs the user to inspect the modular cable in-line connector for signs of damage, such as cracking, fraying, wear, exposed wires, sharp bends, or kinks. Call your hospital contact right away if the driveline is damaged (or might be damaged)." Heartmate iii patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.